Manufacturer narrative:
Corrected information: b5: mitral valve in valve, not an aortic valve in valve as previously reported. Corrected information: h6 clinical code - mitral valve stenosis, not aortic valve stenosis as previously reported. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tmvr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Medical records review revealed 4 years and 8 months post implant of the sapien 3 valve in the failing surgical valve in the mitral position, tte indicated severe mitral stenosis with trace regurgitation and a mean gradient of 28mmhg. Severe tricuspid valve regurgitation was also reported. One month later, the patient was admitted for persistent shortness of breath and fatigue. The patient evaluation demonstrated severe mitral stenosis, and severe pulmonary hypertension, large asd with left-to-right shunting, but no critical cad. During the transseptal mitral valve in valve in valve (viviv) procedure, a 29mm sapien 3 valve was successfully implanted. Tee indicated a well seated valve with low gradient and trace central mitral regurgitation. The asd was closed using a septal occluder. On postoperative day (pod) 1, tte mild regurgitation, a mean gradient of 10mmhg and no paravalvular leak (pvl). Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, the root cause of the valve stenosis 4 years and 9 months post deployment cannot be confirmed, but may be related to patient factors (long term ongoing tobacco, esrd) and underlying co-morbidities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, 4 years and 9 months post implant of a 29mm sapien 3 valve in an existing surgical mitral valve, a new 29mm sapien 3 valve was implanted during a valve in valve procedure. The indication failure mode of the initial sapien 3 valve was stenosis with regurgitation. No further information was available. At the time of the report, the patient was in stable condition. All valves remain implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of the clinical closure. This section b1 (type of report [product problem]), h11 and h6 (device code) has been corrected. Upon review of medical records, at 4 years and 8 months post implant of the sapien 3 valve in the failing surgical valve in the mitral position, tte indicated severe mitral stenosis with trace regurgitation and a mean gradient of 28mmhg. Severe tricuspid valve regurgitation was also reported. One month later, the patient was admitted for persistent shortness of breath and fatigue. The patient evaluation demonstrated severe mitral stenosis, and severe pulmonary hypertension, large asd with left-to-right shunting, but no critical cad. During the transseptal mitral valve in valve in valve (viviv) procedure, a 29mm sapien 3 valve was successfully implanted. Tee indicated a well seated valve with low gradient and trace central mitral regurgitation. The asd was closed using a septal occluder. On postoperative day (pod) 1, tte mild regurgitation, a mean gradient of 10mmhg and no paravalvular leak (pvl). Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tmvr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, the root cause of the valve stenosis 4 years and 9 months post deployment cannot be confirmed but may be related to patient factors (long term ongoing tobacco, esrd) and underlying co-morbidities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
During a recent administrative review, the complaint was re-opened to correct the clinical closure. A supplemental MDR is being submitted after further review of the corrected MDR. This section h11 has been updated. Upon review of medical records, at 4 years and 8 months post implant of the sapien 3 valve in the failing surgical valve in the mitral position, tte indicated severe mitral stenosis with trace regurgitation and a mean gradient of 28mmhg. Severe tricuspid valve regurgitation was also reported. One month later, the patient was admitted for persistent shortness of breath and fatigue. The patient evaluation demonstrated severe mitral stenosis, and severe pulmonary hypertension, large asd with left-to-right shunting, but no critical cad. During the transseptal mitral valve in valve in valve (viviv) procedure, a 29mm sapien 3 valve was successfully implanted. Tee indicated a well seated valve with low gradient and trace central mitral regurgitation. The asd was closed using a septal occluder. On postoperative day (pod) 1, tte mild regurgitation, a mean gradient of 10mmhg and no paravalvular leak (pvl). Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tmvr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, the root cause of the valve stenosis 4 years and 9 months post deployment cannot be confirmed but may be related to patient factors (long term ongoing tobacco, esrd) and underlying co-morbidities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Valve remains implanted in patient.

Event description:
As reported, 4 years and 9 months post implant of a 29mm sapien 3 valve in an existing surgical aortic valve, a new 29mm sapien 3 valve was implanted during a valve in valve procedure. The indication failure mode of the initial sapien 3 valve was stenosis with regurgitation. No further information was available. At the time of the report, the patient was in stable condition. All valves remain implanted in the patient.